Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 05/02/2014 and 05/09/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap began to tighten and then the thread would slip. The caller stated the thread would not grab hold. The caller stated the minicap looked fine and the box the supplies came it looked fine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.